Event description:
It is reported that dr began to drill the glenoid with a new drill bit, never used before, and it broke into two pieces with the actual drill shaft remaining in the glenoid. The drill had to be retrieved, causing a 10 minute delay in surgery.

Manufacturer narrative:
Evaluation: as returned, the weld has fractured separating the components of the instrument. After investigation, it was found that the weld is not to print specification. After receiving a response from the supplier, it is believed this part was a component of a sorted lot manufactured with the old welding technique. Therefore, the nonconforming issue is a previously addressed supplier issue. The instrument has a potential field age of approximately 4 months at the time of fracture.